Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm. Failure 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not observed or verified. Review of the forensic memory log observed 1176, which is the only error observed and is due to the sequence of steps the operator took and is why we cannot locate their observation in the logs. The report was addressed by rewriting the serial numbers and reloading the calibration table. The investigation was closed as incorrect sequence/ settings. Analysis of reports of this type has not identified an increase in trend.